Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 5600 integrated system. A definitive assignable cause for the event could not be determined. Based on historical quality control results, a vitros tropi es lot 2610 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid at concentration at or below upper reference limit (url). Therefore, a reagent issue cannot be entirely ruled out. A vitros instrument issue cannot be completely ruled out as a contributing a contributing factor to the event, as there is indication that the weekly maintenance was not performed at the required level, and the vitros precision tests were outside the acceptable guidelines. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample processed on a vitros 5600 integrated system. Patient vitros tropi es result of 0.354 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es patient sample result was reported from the laboratory, however, no treatment was altered, initiated or stopped based on the reported result. There were no allegations of patient harm as a result of this event. (B)(4).